Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in hospital from (B)(6) 2020 to (B)(6) 2020 in of our inpatient treatment, diagnosis for diabetes mellitus typ 1 use of a continuous glucose monitoring system. The customer stated that 7 mg/dl to 10 mg/dl blood glucose measurements per day, 80-85% of the measurements of the last 5 weeks were in the target range of 70 mg/dl to 180 mg/dl, postprandial there was a tendency to higher blood glucose values around 200 mg/dl, approx. Customer stated that other blood glucose level was 210 mg/dl, before each meal, two hours after a bolus bolus delivery when blood glucose less than 80 mg/dl after a meal, from 80 to 99 mg/dl directly before a meal, from 100 mg/dl, 10 minutes before a meal. The customer was assisted with troubleshooting. The basal rate was reduced due to hypoglycemia during the day and low glucose levels at night. Bolus insulin doses were continuously increased as regular postprandial higher blood glucose levels were observed at home. The associated system contineous glucose monitoring lifeguard 3 was to be classified as deficient, because it wants to be calibrated up to 5 times a day, although 2 times should be sufficient, the measured values deviate up to 70 mg/dl from blood measured values. The insulin pump will not be returned for analysis.